Event description:
It was reported that upon interrogation of the device that "charge circuit time out" message was noted. Immediate device replacement was recommended. The device was explanted and replaced. There were no patient complications reported as a result of this issue.

Event description:
It was reported that upon interrogation of the device that "charge circuit time out" message was noted. Immediate device replacement was recommended. The device was explanted and replaced. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.